Event description:
Shortly after 2008, I had essure put in an for a few years every thing was fine. Past 3-4 years I have been having pelvic pain and have developed fibroids in my uterus an when they are inflamed I am bedridden for 2-3 days with extreme pain which happens monthly. I have also recently been having more lower back pain before I believed my job was the cause but now that I am a home maker I still have extreme lower back pain and learning more about essure I realize all of these issues can probably be tied to essure. After hearing all the negative information about essure, I no longer feel safe to have it an I stress easily an have been so stressed and becoming depressed because no one wants to find a way to help remove these coils. Would love to get information on how I can go about on removing essure and gaining my life back. FDA safety report ID# (B)(4).